Event description:
The customer reported this pt was exhibiting oversensing which led to pacing inhibition of greater than 2 seconds. Low impedance measurements of 240 ohms were noted, as well as an insulation break in the lead. The lead was surgically abandoned (capped on (B)(6), 2010) and successfully replaced. To date, there have been no adverse pt effects reported. (B)(4).

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. The lead was successfully replaced and to date, there have been no adverse effects reported. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.